Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient has not had access to sound with the device for the last 10-15 days. There is no knowledge of a specific incident of accident or trauma. The recipient may be re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Additionally, channel 12 was disabled due to lack of auditory percept for undetermined reasons. X-ray shows the whole array to be in the cochlea. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient has not had access to sound with the device for the last 10-15 days. There is no specific report about an accident or trauma. The user has been reimplanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Additionally, it is reported that one channel had been disabled prior to the suspected impact. A decision regarding explantation surgery has not been made available yet.

Event description:
The recipient has not had access to sound with the device for the last 10-15 days. There is no specific report about an accident or trauma. The recipient may be re-implanted but no date for surgery has been received.